Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock connection to the infusion set was not secure. Reportedly, the contact noticed air bubbles in the tubing. Customer's blood glucose level was 229 mg/dl. A bolus was administered and the contact indicated that the supplies were going to be changed.